Manufacturer narrative:
(B)(4). The customer reported both a crack at the back of the insulin pump and a critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, missing serial number label, missing display window cover, keypad overlay peeling, scratched case. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The formatted history file confirms pump error due to a software anomaly. The pump error occurred on (B)(6) 2021 at 10:01:00 am. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: pcba1--back of the screen, area on the front side of the board just below the lcd screen. In summary, the customer¿s report of a crack at the back of the pump and a critical pump error both were confirmed during testing. The critical pump error (open book image) alarm and pump error is due to a software error. In addition to this, there are signs of previous moisture presence within the case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with critical pump error. It was reported that the pump was badly cracked along the battery and in the back. The damage occurred while doing sports. No harm requiring medical intervention was reported. The customer will discontinue use of the device.